Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer removed the cartridge from the pump there was black, sticky residue on the cartridge and it looked as if the pump was melting. The pump looked wet in the cartridge area at the base. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.